Event description:
Customer reports black spots inside the filter. No pt involvement.

Manufacturer narrative:
One (1) used administration set with an outer bag of lot number cf1134382 of this complaint was returned to slc moog for engineering eval. There was no any black particulate in filter. The complaint could not be confirmed.